Event description:
It was reported that the rn from the cath lab phoned the clinical support specialist (css) post insertion to report issues inserting a 50cc intra-aortic balloon (iab). The rn stated that the iab became stuck in the sheath approximately 1-2 inches into the sheath (sheath from iab kit). According to the rn, they were unable to advance the catheter through the sheath so they left the sheath in place and inserted a 40cc iab. The second iab inserted without issue. The pt is now stable on the pump with minimal delay in therapy. The css discussed iab prep techniques with the rn. The rn told the css that "she was not there at the insertion, however, the doctor inserting was very experienced." The rn repeated the proper iab prep steps to the css. The rn told the css that the iab did not appear to be unwrapping until after it became stuck. The rn has the iab for return. The 9fr sheath will not be returned as they used it for the placement of the second iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.